Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused bladder cancer. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused bladder cancer. The patient did not report receiving any medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that unknown dust/dirt contamination present on all surface of the base unit, air filter, iso port entrance. There is unknown dust and fiber contamination behind ui knob. The device did not returm with an accessory flip door, sd card or filter. The internal investigation observed that the unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation. The manufacturer observed dust/dirt contamination and contamination in airpath. Section h6 type of investigation findings and investigation conclusions has been updated.